Event description:
It was reported that the lead dislodged during the implant procedure, after slitting the catheter. The lead was explanted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary of (B)(4): no anomalies found; the full lead was returned for analysis. Blood/body fluid observed on the distal conductor.